Event description:
It was reported the customer received a motor error alarm during an attempted bolus delivery. Customer's blood glucose was high, according to the mother. Customer's mother also reported they were able to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. Customer's mother also reported the customer was hospitalized, but would not state the cause of hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.